Event description:
It was reported that estimated 52 months after implantation oversensing with inappropriate shocks was observed. The lead was explanted and replaced. During the procedure a possible damage of the lead was noted in the anatomical area of the left clavicle. An implant date was not provided.

Manufacturer narrative:
On (B)(6) 2017: added the device evaluation. Upon receipt, the lead under complaint was found cut approx. 51 cm distal to the is-1 connector pin. Only the distal severely stretched lead fragment was received for analysis. The proximal lead fragment was missing. The analysis revealed multiple signs of wear along the lead fragment. The insulation was however intact. Severe extraction damages were noted along the lead body. The shock coil was shifted distally and the conductor cable to the shock coil was pulled out of its lumen, indicating tensile forces applied during the extraction procedure. Furthermore the ring electrode was deformed, most likely due to the application of surgical tools. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the available lead fragment did not show any deviations which might have contributed to the reported clinical observations. As the proximal lead fragment was not returned for analysis, no further investigations were feasible. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed the presence of noise on the rv channel which led to shock delivery as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.